Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2006 (alleged date). Upon a follow-up performed on (B)(6) 2008, a message was displayed: "invalid patch" followed by a message proposing a re-initialization of the device. The physician followed the procedure and parameters could be reprogrammed successfully. Reportedly, the patient was undergoing radiotherapy sessions.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Conclusion: the switch to standby mode resulted from an incorrect identification of ram program downloaded in device memory data, due to an alteration of ram data. As described in the labeling, standby mode is a safe mode of operation. The root cause of this ram alteration could not be identified with certainty, but one of the hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, because the patient underwent radiotherapy, it could also have led to the observed data alteration. Normal behavior was restored upon device re-initialization. Nevertheless, device proper operation should be checked before and after each radiotherapy intervention and regularly after the end of the procedures ("resulting damage may be immediately undetectable", as mentioned in the labeling).